Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm that the device was unable to perform programming, the programmer screen was locking or there was no communication with the device. However the device did fail telemetry testing due to the cable being out of electrical specification and the label was missing its backing.

Event description:
It was reported that the radio frequency (rf) head was unable to communicate with the implanted device and therefore programming was unable to be performed and the screen kept locking. The head was returned for service. No patient complications have been reported as a result of this event.